Event description:
The manufacturer received information alleging a patient experienced an over-temperature alarm while using the humidification chamber on a trilogy 100 device, which caused "which caused airway mucosal burns, leading to mucosal congestion, edema, and erosion." It was alleged that mucosal shedding may occur and potentially causing airway stenosis or bleeding. The device was replaced with another one to ensure the patient's normal use. Per trilogy 100 user manual chapter 6 ventilator alarms, high temperature alarm escalates from medium to high priority. Device action: operates. User/clinician action, user: press alarm indicator/ audio pause button to silence alarm, or press left (reset) button to reset alarm. Make sure device is not close to a heat source. Make sure tubing is not under any bedding. Check inlet filter and clean or replace it if needed. Make sure cooling vents are not blocked. If the ventilator is running off of the internal or detachable battery, move to a cooler location and/or power the device with ac power or a lead-acid battery. If alarm continues, place patient on alternate source of ventilation and contact your health care professional. Clinician: if alarm continues after the measures above have been taken, have device serviced. Based on the information provided by the philips clinical expert that based on the available information, device cause and/or contribution to the reported event cannot currently be confirmed, nor refuted, based on the evidence present. Further good faith efforts and information gathering are required to disposition device cause and/or contribution to the patient harms incurred. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.